Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left brachial artery. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery (cia). Two 5.00mm/2.0cm/135cm peripheral cutting balloon (pcb) were selected for use. After a non bsc introducer sheath was inserted, the right cia was dilated with the first complaint device that was used within specified pressure. However, it was noted that the balloon ruptured. Subsequently, another pcb device was used together with a bigger non bsc balloon catheter successfully and the right cia was dilated completely with a sterling balloon catheter. Another pcb of the same size was used to dilate the left cia; however, the balloon ruptured as well within the specified pressure. A new cutting balloon was used and the additional dilation was done with a non bsc balloon catheter completing the procedure. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left brachial artery. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery (cia). Two 5.00mm/2.0cm/135cm peripheral cutting balloon (pcb) were selected for use. After a non bsc introducer sheath was inserted, the right cia was dilated with the first complaint device that was used within specified pressure. However, it was noted that the balloon ruptured. Subsequently, another pcb device was used together with a bigger non bsc balloon catheter successfully and the right cia was dilated completely with a sterling balloon catheter. Another pcb of the same size was used to dilate the left cia; however, the balloon ruptured as well within the specified pressure. A new cutting balloon was used and the additional dilation was done with a non bsc balloon catheter completing the procedure. No patient complications were reported. It was further reported that the two cutting balloons were simply pulled out from the patient's body. The patient's condition is stable.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left brachial artery. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery (cia). Two 5.00mm/2.0cm/135cm peripheral cutting balloon (pcb) were selected for use. After a non bsc introducer sheath was inserted, the right cia was dilated with the first complaint device that was used within specified pressure. However, it was noted that the balloon ruptured. Subsequently, another pcb device was used together with a bigger non bsc balloon catheter successfully and the right cia was dilated completely with a sterling balloon catheter. Another pcb of the same size was used to dilate the left cia; however, the balloon ruptured as well within the specified pressure. A new cutting balloon was used and the additional dilation was done with a non bsc balloon catheter completing the procedure. No patient complications were reported. It was further reported that the two cutting balloons were simply pulled out from the patient's body. The patient's condition is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 10mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.